Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leaked occurred. Test strips were used ot confirm and the machine alarmed. Estimated blood loss was 250ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample no available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.